Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically citing cgm error 42. After guidance from technical support, the caller was walked through the process of resetting their pump. The pump did not display the error code again following the reset. There was no adverse impact to the customer's blood glucose level, and the caller successfully began their sensor session.